Event description:
Unomedical reference number (B)(4). Event occurred in the china on (B)(6) 2024, it was reported that patient faced an issue with infusion set was leakaging at the quick release as it was not tightly connected and patient was unable to connect quick release successfully. No further information available.